Event description:
A customer reported via phone call that they were gardening in their backyard when their insulin pump stared having issues with the keypad. Customer states that the buttons on their pump are unresponsive. The patient's blood glucose level was unknown at the time of the call. The customer stated that they inserted the pump on their belt clip in reverse. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump passed the self test and the displacement test. The insulin pump had intermittent down arrow button response due to a flattened dome switch. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.